Event description:
An implant card was received from the hospital stating that the generator was replaced due to battery depletion and malfunction noted. Attempts for further info are in progress. Product analysis is pending on the generator.